Event description:
It was reported that platform¿s head restraint was broken and that there were intermittent problems during cardiac arrest. No adverse event reported.

Manufacturer narrative:
The complaint of broken restraint and intermittent operation was confirmed. Top cover was damaged and one of the load cells was working intermittently. Defective/damaged parts were replaced, platform passed final test. No adverse event reported.